Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer¿s complaint was not confirmed. A visual inspection found that the insertion part was not deformed, the needle tip was sticking out, and approximately 10 mm from the tip of the insertion part was missing. Functional testing found that the device could be withdrawn and ejected without any problem. It was confirmed that the needle was extracted smoothly by combining the olympus guide sheath the customer¿s returned compressor. No issue was found that would have caused the reported complaint. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure the needle did not protrude when checking the collected sample and it was difficult to remove the needle from the guide sheath. The customer mention that it is possible that the sheath of the product was stretched when the product was removed from the guide sheath. The customer confirmed that they cut the tip of the sheath of the product about 3 cm and were able to collect the sample. The procedure was completed successfully. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following field was corrected due to incorrect entry: e1 "telephone number." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation, there were no problems found with the returned device, except for the 10 mm of distal sheath cut-off and not returned. Since the reported complaint could not be replicated, the probable causes of the reported failure could not be determined. Olympus will continue to monitor field performance for this device.